Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#(B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients ebb expired and was changed routinely without problem. A log file review was requested. The log file captured a no external power event on (B)(6) 2020. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during this event. Noted the ebb expired event was captured in the file as reported. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. The pump parameters trending were unremarkable. The vad coordinator stated that the patient reported that this event was not an mpu issue but rather user error via double disconnect.

Manufacturer narrative:
Section d4: serial number was requested but not provided. Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review spanning approximately 35 days ((B)(6) 2020 per timestamp). On (B)(6) 2020 at 05:42:00 there was a no external power alarm due to a loss of ac power while connected to the mobile power unit (mpu). This event cleared when power to the mpu was restored. There was an atypical backup battery fault that activated during this event that did not trigger a yellow wrench advisory alarm. The backup battery provided power during this event. There were no other notable alarms in the log file related to the reported event. Pump operation was not affected. Additional information communicated on (B)(6) 2020 indicated that the no external power event was due to a dual disconnect of the power cables; however, a review of the log file indicated a loss of ac power. The root cause of the reported no external power alarm was unable to be conclusively determined in this analysis. The device history records for the heartmate mobile power unit were unable to be reviewed due to the serial number being unavailable. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not disconnect both power leads simultaneously. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.